Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient elevations in power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log files contained events and data from (B)(6) 2025 to (B)(6) 2025. Driveline fault alarms, associated with yellow wrench advisories, were captured throughout the file. Electrical continuity data suggested potential wire conductor breakdown issue with the yellow and orange wires which was previously addressed under (B)(4) and (B)(4) this potential wire conductor breakdown does not appear to have progressed and is consistent with the account¿s report of known driveline faults due to a faulty wire. Additionally, the file captured elevations in pump power and estimated flow on (B)(6) 2025 and (B)(6) 2025, with values reaching up to 7.1 watts and 7.6 liters per minute (lpm), respectively. Of note, the observed elevations in power and estimated flow did not reach the reported values of 8.8 watts and 9.4 lpm, respectively. No other notable events or alarms were observed. Multiple attempts were made to obtain additional information regarding the reported events and the return status of the pump; however, to date, no further information has been provided by the account. The pump was not returned for evaluation. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii lvas patient handbook, rev. A are currently available. Section 1 of the IFU provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current. Therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Section 1 also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, with known driveline faults, was in surgery for a leg stent when a flow and power ramp up was noticed at the same time, significantly higher than the patient's baseline. The speed was 9400, flow was 4.6, power was 5.3, and pulsatility index (pi) was 5.4. The flow jumped as high as 9.4 and power followed at a peak of 8.8. The patient stated high for a few seconds then would settle back down to baseline. Log files were submitted for review and continued to captured driveline fault flags. Unrelated there was a no external power event at 10:33:20 on 13jul2025 that was likely due to the mobile power unit (mpu) losing power.